Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.

Manufacturer narrative:
Correction: prior report should include the following: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. The device was explanted on (B)(6) 2024 and replaced. No adverse effects were noted.